Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was hospitalized due to ipg being exposed out of skin. It was noted that patient had wound dehiscence at ipg incision site. As a result, wound cultures were obtained and patient was treated with IV antibiotics. Subsequently, patient¿s ipg was explanted on (B)(6) 2017. Follow-up identified culture results were negative for infection. In turn, an additional surgery took place on (B)(6) 2017 wherein the patient was implanted with a new ipg. Effective therapy was restored postoperatively and the issue resolved.